Manufacturer narrative:
Follow-up from 12-aug-2015: ptc (product technical complaint) was received. Ptc global number: (B)(4). Lot number d30798 (production date 03-nov-2014; expiration date 28-nov-2017). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. As of 24-jun-2015, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event. Medical assessment: this ptc was initiated due to a product technical issue and a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 14-aug-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure it was difficult to move up the essure insert, on removal it was noticed that the insert was broken. Bilateral insertion was performed with other device. This event, regarded as device breakage, is non-serious and was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, the breakage occurred in association with a difficulty essure procedure, thus causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the patient had no injury, the company considers the reported device breakage could have led to serious health deterioration under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a nurse in (B)(6) on 23-jun-2015. It refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert), lot number d30798, inserted on (B)(6) 2015. Essure was inserted in the operating room, under general anesthesia. During the procedure, it was difficulty to move up the essure insert, on removal it was noticed that the insert was broken. There was no cause related to the patient that could explain the event. Following the event, another essure device was obtained. Bilateral insertion was quickly and easily performed with this other device. The visualization was good, and no other difficulty occurred. Follow-up information received on 02-jul-2015 the patient's weight was (B)(6) and height was (B)(6). During essure procedure, there was good visualization of the ostium. Insertion attempt: feeling of a stop of the insert during insertion. Removal was performed. The insert was broken whereas the surgeon did not force. Breakage was found during placement and occurred on the inner coil of the insert. The instructions in the IFU were followed. Insert was removed on (B)(6) -2015 (same day of insertion) via hysteroscopy method. It was medically necessary to remove essure; essure was not removed because of patient request. The broken pieces were retrieved before insertion. Insert was changed and new insertion was easy. The reporter stated there was no injury for the patient; according to him breakage could not have led to serious injury under less fortunate circumstances. No further information will be provided. Case closed. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure it was difficult to move up the essure insert, on removal it was noticed that the insert was broken. Bilateral insertion was performed with other device. This event, regarded as device breakage, is unlisted according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, the breakage occurred in association with a difficulty essure procedure, thus causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the patient had no injury, the company considers the reported device breakage could have led to serious health deterioration under less fortunate circumstances. A product technical analysis is being sought.